Manufacturer narrative:
The insulin pump was programmed with multiple basal rates and monitored for several days with no unexpected basal rate change or basal rate missing anomalies. All of the buttons functioned properly and no damage to the keypad assembly, unlocked keypad connector or button error alarm was noted. The insulin pump passed the functional testing with no alarms noted during testing. However, an alarm was confirmed in the alarm history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer needs to get her settings readjusted. Customer stated that a few weeks ago, her health care provider raised her basal for each setting and it was fine. Customer looked at her basal rates and 4 of them are missing. Customer had several alarms and alerts in the alarm history such as button error, check settings, unexpected restart, external ram error, and displayable history check failed on startup. Customer stated that she was not hearing the alarms very well. Customer mentioned that her blood glucose level might have been high. Insulin pump will need to be replaced due to the button error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.